Manufacturer narrative:
After speaking with the surgeon and through our investigation it was determined that the surgeons technique of inserting the cage and rotating it caused the installer to break. The installer is intended to only insert the cage straight into the disc never twisted.

Event description:
The cage installer broke in the patient and took an hour to retrieve the piece.